Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic torn and haptic torn, broken and bent. There was fiber on the lens surface. Unable to perform dimensional or refractive verification due to damaged status of lens returned. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and the problem was resolved. The surgeon did not implant another icl lens due to shape of posterior chamber was poor and the ciliary process was short. The cause of the event was unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).